Event description:
It was reported the patient underwent a right knee revision due to tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral part#: ni lot#: ni. Unknown articular surface part#: ni lot#: ni. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Medical records and x-rays were provided and reviewed by a health care professional. Review of the available records identified potential periprosthetic lucencies surrounding the tibial component consistent with loosening. Additionally the subsidence of the hardware (abnormal tilting) is also compatible with potential loosening. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.